Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is not expected to be returned for evaluation as the customer disposed of the single use device(s). The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
The customer reported to olympus, the single use preloaded sphincterotome v distal wireguided, the cover had peeled and the knife wire was exposed. The first device twisted very far to the left when it came out of the distal end of the scope and the second device became scrunched up when pushed through the scope channel. The device was reported to fail upon first use. The issue was found during preparation for a therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm. Related patient identifiers: (B)(6).